Event description:
On (B)(6) 2025, information was received from a trial patient who was using an external neurostimulator (ens) for urinary dysfunction (incontinence, urgency and or frequency). It was unknown when the trial was initiated. It was reported that the therapy was turned off. Troubleshooting was performed as the patient relaunched the app and turned on the therapy and set the stim to the level where it was before it was turned off. The cause was not known. The issue was resolved. Today, patient reported that the therapy was turned off 45min ago. On 2025-aug-27, additional information was received from the healthcare provider (hcp). Their trial started on (B)(6) 2025. The cause of the therapy being turned off was not determined. The most likely cause/contribution to the issue was noted to be the peripheral nerve evaluation (pne) lead being tugged or inadequate grounding. The issue occurred on the last day of the trial.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: unknownserial#, implanted: on (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, implanted: (B)(6) 2025, product type screening device product ID: neu_unknown, serial# unknown, product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the external neurostimulator (ens) (s/n:(B)(6) passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.